Event description:
Erroneous information at FDA. I was told to use this form but the situation is that there is recall information to file for a device replacement or fix of philips respironics CPAP/apap machines and other respiratory devices and the FDA website reflects the wrong url to file a claim. This same wrong information (url for claim submission) is on the paperwork provided to the claimants as well as the FDA website. It needs to be changed from www.phillips.com/src-update to https://www.USA.philips.com/healthcare/e/sleep/communications/src-update. My son found the correct website. You can find the FDA page with the wrong url here: https://www.FDA.gov/safety/recalls-market-withdrawals-safetyalerts/ philips-issues-recall-notification-mitigate-potential-health-risks-related-sound-abatement-foam. I'm being forced to answer a series of questions with false responses just, so I can provide your it department the correct information to update the landing page for the philips recall of these devices. Additional comments not applicable. FDA safety report ID # (B)(4).